Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with cefazoline (intraperitoneally, 1.5 gram, frequency not reported) and tazicef (intraperitoneally 1 gram, frequency not reported). Four days after onset of peritonitis, pd therapy was discontinued; the patient was switched to hemodialysis and was started on cefazoline (intravenous, 1.5 gram, 3 days a week) and tazicef (intravenous, 1 gram, 3 times a week) for the event. Treatment was ongoing. At the time of this report, the patient was recovering and the pd catheter was scheduled to be removed in one week. It was also reported the patient will remain on hemodialysis permanently for three days a week. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.